Event description:
Boston scientific received information that this patient had an accelerated rhythm right around the ventricular tachycardia (vt) / ventricular fibrillation (vf) rate cut off. Sensing was appropriate until near the end of the charge cycle when the vf became very fine and a couple beats dropped out which resulted in the patient losing consciousness. The caller would like to increase the device sensitivity to try to correct dropout. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations with the caller and recommended isometrics routinely at follow up visit to verify that oversensing doesn't become an issue. No other adverse events have been reported. This product issue will be updated if additional information is received.